Manufacturer narrative:
Concomitant medical product: 4574 lead; 5076 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device showed diagnostic data that appeared inaccurate; showing possible atrial lead oversensing and undersensing on electrogram, however the atrial lead was not currently being used. The device remains in use. No patient complications have been reported as a result of this event.